Event description:
Information received from the field notes that the patient had twiddler's syndrome causing the leads to dislodge. No capture was seen on a surface ECG. The patient had an escape rate of 37-39 bpm.